Event description:
Caller reported a cartridge alarm 30 with their insulin pump, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump and confirmed it is still within warranty. Caller will continue using their current pump until the replacement arrives, which will have updated software. Instructions were given on how to manage the transition to the new pump, including returning the faulty one. The caller understood and acknowledged all guidance provided.